Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise and high impedances. Another rv lead was successfully placed. No additional adverse patient effects were reported.